Manufacturer narrative:
The reported event was confirmed as use related issue. A potential root cause of the failure could be due to "incorrect setup causing pad lines occlusion, e.g. Kinking". It was unknown whether the device had met specifications. The product was used for treatment purposes. The failure was caused by the misuse of the product. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: attach the pad¿s line connectors to the fluid delivery line manifolds. See arctic sun® temperature management system operators manual and help screens for detailed instructions on system use. If the pad fails to prime or a significant continuous air leak is observed in the pad return line, check the connections, then if needed, replace the leaking pad. Once the pad is primed, assure the steady state flow rate displayed on the control panel is appropriate. The minimum flow rate should be 1.1 l/m." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was cooling since 4am in the emergency room (ER) during hypothermia. The user stopped the treatment during transport and connected the patient to their device. The nurse reported that the device was displaying low air leak and the patient was not cooling. The nurse was not sure what the flow rate was during the night, as the patient was on a different device in the emergency room (ER). Currently, the patient temperature was 38c, water temperature was 5.6c, flow rate was 1lpm and target temperature was 33c. The nurse was concerned about the water being so cold. The patient weight was 107 kilograms, four large pads were in place with good coverage and abdomen was not exposed. Mss walked through disconnecting and reconnecting the arctic gel pads correctly holding behind the clear clamps. System diagnostics showed that the flow rate was 2.4lpm, inlet pressure was -7.1psi, circulation pump was 63 percent. Mss discussed the causes of heat generation. Nurse stated that the patient was shivering. Mss explained the importance of following their shivering protocol, and the nurse stated that they were getting ready to increase the sedation and paralytics. Mss also stated that the water would stay very cold until the patient was closer to the target temperature, and to be diligent with skin checks. The mss recommended the addition of a universal pad if there was room on the lower abdomen, and the nurse stated that they did not carry universal pads. Per follow up information received on 12oct2021, the nurse stated that the therapy was completed with no further issues and the arctic sun device was not sent to the biomed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient was cooling since 4am in the emergency room (ER) during hypothermia. The user stopped the treatment during transport and connected the patient to their device. The nurse reported that the device was displaying low air leak and the patient was not cooling. The nurse was not sure what the flow rate was during the night, as the patient was on a different device in the emergency room (ER). Currently, the patient temperature was 38c, water temperature was 5.6c, flow rate was 1lpm and target temperature was 33c. The nurse was concerned about the water being so cold. The patient weight was 107 kilograms, four large pads were in place with good coverage and abdomen was not exposed. Mss walked through disconnecting and reconnecting the arctic gel pads correctly holding behind the clear clamps. System diagnostics showed that the flow rate was 2.4lpm, inlet pressure was -7.1psi, circulation pump was 63 percent. Mss discussed the causes of heat generation. Nurse stated that the patient was shivering. Mss explained the importance of following their shivering protocol, and the nurse stated that they were getting ready to increase the sedation and paralytics. Mss also stated that the water would stay very cold until the patient was closer to the target temperature, and to be diligent with skin checks. The mss recommended the addition of a universal pad if there was room on the lower abdomen, and the nurse stated that they did not carry universal pads. Per follow up information received on (B)(6) 2021, the nurse stated that the therapy was completed with no further issues and the arctic sun device was not sent to the biomed.